Manufacturer narrative:
The pump was returned to animas for evaluation. The keypad was found to be intact; no peeling or lifting was observed. All keypad button presses did not activate desired pump functions during testing. There was evidence of keypad adhesive found under all key contacts.

Event description:
The patient reported that one week ago, the down arrow and ok buttons are hesitant to respond. The patient reported that the keypad is intact and the pump is not exposed to water.